Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power up. As a part of troubleshooting, fse found that host pc was failed. The fse replaced the host pc, software installation was done, and functional test was completed. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not power up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.